Event description:
It was reported that during a meniscus repair using the fast-fix 360, after the deploy of the t1 implant, t2 deploy prematurely. All ts were removed using tweezers. The procedure was completed with a non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: two devices were received for evaluation. There was a relationship found between a device and the reported event. A visual inspection showed that 2 devices were returned in the original box and 2 pouches with the batch of the complaint on all the labels. Device 1 had the t1 off the device. T2 was still in place. The actuator was beneath the t2 and in the pre-t1/post t2 position. The suture was still looped in place inside the straw. Device 2 had the t1 off the device. T2 was still in place. The actuator was beneath the t2 and in the pre-t1/post t2 position. The suture was still looped in place inside the straw. There is bio debris on the needle. The needle is bent. A functional evaluation of the devices showed that device 1 functioned as intended. Device 2 actuator got stuck half-way on the return to the pre-t2 position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review for premature activation found similar reported events. A complaint history review for physical resistance/sticking found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of premature activation was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process the complaint of physical resistance / sticking was confirmed and the root cause was associated with unintended use of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair using the fast-fix 360 curved, after the deploy of the t1 implant, t2 deploy prematurely. All ts were removed using tweezers. The procedure was completed with a non-significant delay using a back-up device. No further complications were reported. During investigation it was found that the t2 actuator got stuck half-way on the return to the pre-t2 position.